Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Medwatch report #(B)(4) received will be included with this report. This is 7 of 7 reports for this event.